Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd 10ml syringe luer-lok¿ tip there was an issue with scale marking error. There was no report of injury or medical intervention.

Manufacturer narrative:
Four sealed 10ml packaged syringes were received and confirmed to be from batch #7178902 (p/n 300912). The samples were visually evaluated. The syringes were found to have no visible defects. The print is legible and the scale position correct. A video was received and evaluated. The video depicted a first person view of a person performing a type of volumetric testing. The test used the nominal capacity of the syringe ¿ 10ml. The result on the digital scale displayed 9.76g for water tested (of unknown temperature and pressure). That result is well within the iso 7886-1 specification range for tolerance on graduated capacity for 3-piece 10ml syringe and product specification to which this product is manufactured. The four returned syringes were tested for volumetric accuracy per procedure. All results were acceptable per product specification and per iso 7886-1. No defects were confirmed in the samples received. The samples conform to the product specification and iso 7886-1 standard for tolerance on graduated capacity. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd 10ml syringe luer-lok tip there was an issue with scale marking error. There was no report of injury or medical intervention.